Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted. (B)(4). The sample was returned for evaluation. A review of the device history record revealed no manufacturing anomalies. Visual inspection of the returned device upon receipt confirmed the existence of clots within the oxygenator. The sample was sent to japan for evaluation. The sample was built into a circuit where bovine blood was circulated and the pressure drop was determined at each flow rate. The obtained values met all specifications and no clots were found. The bovine blood was then circulated for 6 hours, no clots were found. The bovine blood was then rinsed and visually inspected, no clots were found in the device. Based on the visual inspection, this complaint is confirmed for the appearance of clots, but not confirmed for performance issues as it operated within specifications. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
It was reported to terumo cardiovascular that during cardiopulmonary bypass, there was an appearance of post filter clots at the end of the procedure. No known impact or consequence to patient. Product was not changed out. Procedure completed successfully.

Manufacturer narrative:
A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.